Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No moisture damage on electronics noted. The insulin pump was received with severely scratched display window, scratched case, cracked battery tube threads,cracked reservoir tube lip note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4)

Event description:
The customer's sister reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.